Event description:
It was reported by the patient, as a result of a legal claim, that allegedly, "on (B)(6), 2009, dr. (B)(6) replaced her hip with stryker parts." It was further alleged that, "the surgery was not successful and she has suffered ever since the surgery. She further alleges that "she is in severe pain and is seeking a successful surgery and one million dollars."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. The device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.